Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated that customer received the following results on the mobile system within 6 minutes: 1. 31.4 mmol/l, 8.3 mmol/l and hi (result >33.3 mmol/l) 2. Hi (result >33.3 mmol/l) and 6.3 mmol/l result of hi was not duplicated. Sets of readings were taken at different times. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.